Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post coronary artery bypass graft the right atrial (ra) lead exhibited "a drastic rise" in thresholds and diminished sensing. Prior to lead replacement the ra lead also exhibited high thresholds and undersensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.